Event description:
It was reported that this ancure endograft system was not implanted because during the implant procedure, the pebax tube became kinked when the physician applied retraction force during guard jacket retraction.